Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapsed uterus; concurrent procedure-hysterectomy. It was reported that following insertion the patient experienced pain, infection, and urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to pain and infection (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent vaginal mesh erosion, cystourethroscopy, and rectal examination on (B)(6) 2011 due to vaginal mesh erosion.